Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to an insulation damage identified shortly after the implantation.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis showed that the insulation and conductor coil were found slightly squeezed and deformed due to a ligature mark with the suture sleeve 13.5 cm distal to the is-1 connector pin. However, the slight deformation had no impact on electrical performance of the lead. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. No deviations were found that might have been related to the observed impedance drop. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.